Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the 3100a ventilator amplitude is low and can't adjust it. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Result of investigation: a vyaire medical field service representative (fsr) went onsite to evaluate the 3100a ventilator for the customer reported issue: the amplitude is low and can't adjust it. The fsr found the driver displacement indicator was out of calibration. 2k pm and alarm check was performed by the fsr. The performance test passed and the 3100a ventilator met factory specification.